Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Reportedly, the patient developed "pain, mental anguish, and the fear of having to undergo another surgery."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007: the patient presented with following pre-op diagnosis: degenerative lumbar disc disease with herniation and stenosis, l4/l5. The patient underwent following procedures: decompressive lumbar laminectomy, l4 and l5; posterior lumbar interbody fusion, l4/l5 right; bilateral pedicle screw instrumentation, l4/l5; bilateral posterolateral autograft and bmp (bone morphogenic protein) fusion, l4/l5. As per operative notes,¿ the anterior part of the disc space was tacked with bmp and some morcellized autograft bone was saved from the decompression. Some bmp was then packed into a 12 x 26 cage and progressively inserted, starting laterally at l4/l5 and then taking a more across the midline approaching. ¿ no intra-operative complications were reported.